Event description:
The account alleged that the bed has no functions and the head is raised to thirty degrees. No patient impact.

Manufacturer narrative:
The account replaced the power control box and the hi-low actuator to resolve the issue.